Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, mildly calcified, superficial femoral artery (sfa). The lesion was measured on computed tomography and was 5 mm x 70 mm long. An armada 5x40x80 balloon catheter was used for pre-dilatation of 5 mm up to rated burst pressure for 2 minutes. There was no supera 5x80 available; therefore, the decision was made to use a 6x80x80 supera stent for treatment. The vessel preparation was reviewed and a 6 mm balloon was needed for preparation. However, no additional preparation was performed. After implanting the stent in the vessel, there was a 20% elongation of the stent in the vessel. The procedure was; however, considered successful as none of the elongated stent was in healthy tissue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The review of the historical data for the reported lot was performed and revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified. The supera instruction for use (IFU) states: pre-dilate the lesion/stricture utilizing standard techniques and a balloon sized to the outside diameter of the stent.